Event description:
It was reported that 6 of the bd safetyglide¿ needle were clogged. The following was received by the initial reporter: level of harm: no apparent harm - reached patient/person, inconvenient incident details: over the course of the clinic 3 nurses experienced 2 plugged/blocked 1" needles each. (6 total). No images. Issue not visible. Impact of incident: none - did not reach client who was affected? No person affected .

Manufacturer narrative:
H6: investigation summary no samples or photos received by our quality team for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that 6 of the bd safetyglide¿ needle were clogged. The following was received by the initial reporter: level of harm: no apparent harm - reached patient/person, inconvenient incident details: over the course of the clinic 3 nurses experienced 2 plugged/blocked 1" needles each. (6 total). No images. Issue not visible. Impact of incident: none - did not reach client. Who was affected? No person affected.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.